Manufacturer narrative:
Failure analysis revealed that the insulin pump had a cracked case and blank display as a result of a corroded electronic assembly.

Event description:
The customer reported that the insulin pump was cracked and submerged in water. Troubleshooting was performed. No further info was provided.